Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a patent but damaged external iliac artery with occlusion of the common femoral artery with bypass. A .014 non-abbott guide wire failed to advance the deep formal artery; however, eventually advanced through the bypass. Pre-dilatation with a 4.0 x 120 mm armada 14 balloon was performed: however, the balloon ruptured leaving part of the balloon inside the bypass as confirmed with imaging. The separated portion of the balloon was attempted to be retrieved with a 5 x 100 mm armada balloon; however, this was unsuccessful. A longitudinal incision (arteriotomy) was made at the groin with dissection and control of the bypass to repair the common femoral artery and remove the separated portion of the balloon. There was no adverse patient sequela and clinically significant delay was noted. No additional information was provided.

Event description:
It was reported that the procedure was to treat a patent but damaged external iliac artery with occlusion of the common femoral artery with bypass. A .014 non-abbott guide wire failed to advance the the deep formal artery; however, eventually advanced through the bypass. Pre-dilatation with a 4.0x120mm armada 14 balloon was performed; however, the balloon ruptured leaving part of the balloon inside the bypass as confirmed with imaging. The separated portion of the balloon was attempted to be retrieved with a 5x100mm armada balloon; however, this was unsuccessful. A longitudinal incision (arteriotomy) was made at the groin with dissection and control of the bypass to repair the common femoral artery and remove the the separated portion of the balloon. There was no adverse patient sequela and clinically significant delay was noted. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The balloon rupture and separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. Based on observations from the returned analysis it is likely the observed mechanical damage to the balloon surface was incurred during advancement or during inflation due to possible calcification or in the bypass bifurcation leading to the rupture and radial separation; however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.